Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 340 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the hcp could aspirate, but was unable to fill the pump. A refill was done on (B)(6) 2016 and there was no volume discrepancy. The patient had been getting good therapy. When the hcp attempted to refill with 40 ml of the drug, he got to 35 ml and it was extremely difficult to get the last 5 ml into the pump. The hcp took the refill tubing off and some of the drug spilled out and attempted to refill with just the syringe and needle. The hcp was only able to get 35 ml into the pump. The patient recently had a surgery called open reduction internal fixation (orif) and the hcp was going to check if the patient had possible exposure to hyperbarics. The hcp programmed the pump for 35 ml and was going to recheck the pump at the next refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.